Event description:
User received discrepant results for one pt sample. Initial sodium 46.9. Mmol/l, repeat 127 mmol/l. Initial potassium result 1.35 mmol/l, repeat 3.68 mmol/l. No info provided to determine if results were reported or adverse events occurred. If additional info is received, appropriate notification will be provided.